Event description:
It was reported patient is experiencing shoulder pain, instability, and rom issues approximately seven years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Procode: phx. Medical device: comprehensive reverse 25mm baseplate + adaptor cat# 010000589 lot# 435290, comprehensive primary stem 11mm mini cat# 113631 lot# 950540, arcom xl 44-36 std humeral bearing cat# xl-115363 lot# 249640, comprehensive reverse shoulder glenosphere std 36mm cat# 115310 lot# 654310 , comprehensive reverse tray co 44mm cat# 115370 lot# 382000, comprehensive reverse central screw 6.5x35mm st/rst cat# 115397 lot# 193820, comprehensive locking screw3.5hex 4.75x25 st cat# 180552 lot# 224610, comprehensive locking screw 3.5hex 4.75x25 st cat# 180552 lot# 224610. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01832, 0001825034 - 2022 - 01833, 0001825034 - 2022 - 01834, 0001825034 - 2022 - 01835, 0001825034 - 2022 - 01837, 0001825034 - 2022 - 01839, 0001825034 - 2022 - 01840 , 0001825034 - 2022 - 01841.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.